Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that customer was dehydrated prior to hospitalization. Customer stated that cannula was bent for last infusion set removed. Unable to verify programming due to the fact that the hospital staff removed the battery and all programming was erased.